Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received having already reached its elective replacement indicator (eri). Analysis of the device image indicated that the voltage and current trends were normal and that the device was operating at a higher output setting than nominal due to programmed settings. Shorter than expected longevity was a result of the device operating in higher than nominal settings. Device output and stress tests were performed and did not find any anomalies. No high current anomalies were observed to suspect premature battery depletion. A longevity assessment was performed and the device exceeded the projected longevity.

Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri). Technical support was contacted and determined that the battery voltage was still above eri and that the eri alert was false. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.